Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radical-7 "will power off, then turn on, and then won't shut off." There was no patient impact or consequence reported.

Event description:
The customer reported the radical-7 "will power off, then turn on, and then won't shut off." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned radical-7 was evaluated. The device was able to power on and off via ac and battery power. However, a loose keypad was observed which made the buttons difficult to engage, and led to the buttons getting stuck. The issue can result in difficulty powering the handheld device on and off.